Manufacturer narrative:
The elecsys hcg+b reagent lot number is 868906. The expiration date was not provided. The investigation included a review of the qc and instrument data: the qc results were within the specified ranges. The alarm trace did not indicate any issues. The sample foam detection image of the patient sample showed a deformed reflection of the camera lens. The field service engineer inspected the module and re-adjusted the active gripper. He verified that the analyzer was performing according to specifications. The investigation determined that a component failure (active gripper) had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg+b result from one patient sample tested on the cobas 8000 e 801 module. On (B)(6) 2025: the initial result of the undiluted patient sample from the module was 10000 miu/ml with a data flag. The repeat result from the module at 1:100 dilution was 650 miu/ml. This result was deemed incorrect and inconsistent. The repeat result of the undiluted patient sample from another cobas e 801 module was 10000 miu/ml with a data flag. The repeat result from the other cobas e 801 module at 1:100 dilution was 46695 miu/ml. On (B)(6) 2025: the initial result of the undiluted patient sample from the module was 10000 miu/ml with a data flag. The repeat result from the module at 1:100 dilution was 51319 miu/ml.